Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be provided after the examination results become available.